Event description:
"On or about (B)(6), 2005," a bioarc subfascial hammock was implanted to treat urinary stress incontinence. Plaintiff's attorney has alleged that plaintiff has, "suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and other losses." It was reported that she has not yet undergone a procedure to remove any part of the mesh.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.